Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring 6 glucose ampoules and 3 glucose oral tablets and injection, provided by a healthcare professional as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.